Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative experienced difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). The issue resolved after performing a 60/60 magnet reset. No impact to patient. Device remains in service.